Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported the markings on syringes were not aligned correctly. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed. The syringe barrel scale printing is missing the end of seven graduation lines. However, the graduation lines are present, so this is considered an acceptable imperfection. No other defects or imperfections were observed. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received material # 302830; batch # unknown. It was reported by customer that bd 20ml syringe luer-lok tip (product ref 302830) had marking on syringe that were not aligned correctly and resulted in incorrect volume being drawn into syringe. Barrel of syringe has two numbers on tabs, n-13 and 38. Verbatim: rcc received a complaint via email. Email(s) attached bd 20ml syringe luer-lok tip (product ref 302830) had marking on syringe that were not aligned correctly and resulted in incorrect volume being drawn into syringe. Barrel of syringe has two numbers on tabs, n-13 and 38. Product number - 302830.

Event description:
Material # 302830. Batch # unknown. It was reported by customer that bd 20ml syringe luer-lok tip (product ref (B)(4) ) had marking on syringe that were not aligned correctly and resulted in incorrect volume being drawn into syringe. Barrel of syringe has two numbers on tabs, n-13 and 38. Verbatim: rcc received a complaint via email. Email(s) attached. Bd 20ml syringe luer-lok tip (product ref (B)(4) ) had marking on syringe that were not aligned correctly and resulted in incorrect volume being drawn into syringe. Barrel of syringe has two numbers on tabs, n-13 and 38. Product number - 302830.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.